Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two months post implantation, the patient experienced limited range of motion in the knee. Examination revealed that the polyethylene bearing component had shifted. Subsequently, the patient underwent revision surgery to exchange the articular surface without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed tibial component precoat size 4 for cemented use, catalog#: 00598003702, lot#: 64692918; unknown femoral component, catalog#: ni, lot#: ni. Report source: foreign: iran. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product cannot be returned per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photo found damage to the bottom of the articular surface. However, it is unknown whether the provided photo of the articular surface is from the 1st revision or the 2nd revision. The device was not returned for further evaluation. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.